Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-00936, 0001822565-2022-00937, 0001822565-2022-00938, 0001822565-2022-00939, 0001822565-2022-00940, 0001822565-2022-00941, 0001822565-2022-00942, 0001822565-2022-00943, 0001822565-2022-00944. Concomitant medical devices: femoral distal augment cemented size 9, 9+ 10 mm thickness catalog#: 42556606610 lot#: 64475630. Femoral posterior augment cemented size 9, 9+ 5 mm thickness catalog#: 42556806605 lot#: 64416182. Femoral posterior augment cemented size 9, 9+ 5 mm thickness catalog#: 42556806605 lot#: 64459736. Femoral central cone size small catalog#: 42545001011 lot#: 64500868. Tibia fixed cemented right size c catalog#: 42542006402 lot#: ni. Tibial central cone size small catalog#: 42545000511 lot#: 64627891. Femur cemented standard right size 9 catalog#: 42504606602 lot#: 64862199. Tibial augment cemented half block right medial size cd 15 mm thickness catalog#: 42555803415 lot#: 64664300. Tibial augment cemented half block right lateral size cd 15 mm thickness catalog#: 42555803215 lot#: 64664291. Palacos cement catalog#: 5036964 lot#: 94944865. Stem extension straight splined uncemented 14 mm diameter +135 mm length catalog#: 42560113514 lot#: 64707053. Articular surface fixed bearing constrained condylar knee (cck) right 14 mm height catalog#: 42522800514 lot#: 64372518. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately one year post-implantation, the patient reports persistent pain. Radiology results reveal increased radiolucency concerning for loosening of the tibia and a stable periprosthetic fracture at the lateral femoral condyle. Due to the bone loss from two prior revisions, the patient does not want to pursue another revision and will be treated conservatively at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: a lateral femoral condyle fracture occurred, x-rays showed radiolucency, and radiographic evidence of loosening, and bone loss. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.